Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of overcorrection, right eye greater than the left, at seven weeks post lasik procedure. Reporter stated at five weeks post procedure, the patient complained of blurry vision that was getting worse. The patient is very upset and feels vision is worse than before treatment and has difficulty with work at the computer and driving. Reporter indicated the patient was placed on a 5% hyper tonicity eye drop at five weeks post operatively for corneal edema. The patient is currently being monitored. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).